Event description:
It was reported that the subject device had no signal from the 12g-sdi1 output. This issue occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, h2, h3, h6, h11 correction on fields: d9 and h2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: writing error board printed circuit board failure, an image from clone out connector is not output a root cause could not be identified. However, based on the investigation results, the cause is likely linked to the device, although it could not be traced more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.